Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) croatia, alleging that the onetouch lancing device has a broken cap. The complaint was classified based on the customer care advocate (cca) documentation and the information obtained during a follow-up on (B)(6) 2014. According to the patient, he accidentally pricked himself several times due to the damage cap issue and required antibiotic treatment from his doctor. His doctor reportedly prescribed ¿klavocin¿ to treated his infection at the time of concern. The patient was not hospitalized. During troubleshooting, the patient indicated the cap would not stay on because the threads were damaged. The patient had 3 lancing devices that had the same problem. The patient has disposed of the lancing device and will not be able to send back the subject devices. This complaint is being reported because the patient required treatment with antibiotic for an infection due to the alleged lancing device issue.